Event description:
A morphine infusion line running at 0.2ml/h was reportedly leaking above the filter at the hard plastic connection piece of the following device: 102" (259 cm) appx 8.2 ml, pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock, below a syringe. This issue caused unexpected or prolonged (unspecified) care; however, there was no patient harm.

Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional contact: (B)(6).

Manufacturer narrative:
One used device was returned for investigation. The device was visually inspected. The filter was wetted out with prior infuscate. The set was leak tested per product specifications. There was leakage from the filter vents. The complaint could be confirmed. The probable root cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infuscate interaction during use. A device history lot review could not be conducted because no lot number was identified. D9 - date returned to MFR null: 01/30/2026.